Event description:
It was reported that the system locked up and they lost the last image, causing the patient to be re-exposed. It was determined that the computer needed to be replaced. Once this was completed, the system is working as intended.